Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the e315 error was the device leaked while the user was handling the device, and water invaded. Due to the water invasion, abnormality of electronic parts occurred which led to temporary occurrence of the suggested event. The event can be detected/prevented by following the instructions for use which state: ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope cannot recognize the scope, displaying e315 error during reprocessing. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: the sealing ring on the side of the control body was missing, excessive water ingress into the scope connector and control section, the angle cannot be adjusted to meet the standard, and plastic distal end cover was chipped. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.